Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in a shunt in a moderately tortuous forearm vessel. A 5.0x40mm mustang balloon was advanced for treatment and inflated to 10 atms on the first inflation, to 15 atms on the second inflation and 20 atms on the third inflation. The balloon ruptured on the third inflation at 20 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).